Event description:
It was reported that during a da vinci si surgical procedure the fenestrated bipolar forceps instrument jaws would not close. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip was bent, causing side-to-side misalignment of the grips. There was a 0.028 offset at the tips. The grip tips did not meet together when fully closed. The evidence was inconclusive, but the damage was likely due to misuse/mishandling. The instrument passed electrical continuity testing. Engineering also observed a broken pitch cable. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.